Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's stepmother reported via phone call that the customer was recently taken to urgent care due to a blood glucose level of 280 mg/dl. The caller also reported that the insulin pump was not recording boluses that had been delivered. The caller stated that there was another recent incident in which the customer's blood glucose level reached 520 mg/dl. The caller reported that the insulin pump's display was not functioning properly and had broken pixels. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a slightly bleeding lcd glass and a cracked reservoir tube lip.